Event description:
A report was received from the USA indicating that the device shut down and became inoperative during use on an infant in the neonatal intensive care unit (nicu). The infant was placed on another ventilator. The user facility reported the device exhibited a bd tuv failure message. There was no reported pt harm.

Manufacturer narrative:
MFR technical service engineering (tse) advised the user facility that the breath delivery (bd) central processing unit (cpu) should be replaced. The investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted. The service history record for this device was reviewed for similar complaint nodes. No relevant complaint nodes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).